Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing diagnostic procedures, and the procedure was delayed due to multiple system reboot. The philips field service engineer (fse) inspected the system onsite and confirmed that the x ray was not possible. Review of system log file showed that there was malfunction in frontal image processing pc (ippc). Upon troubleshooting fse found that there was failure in ippc. To resolve this issue, fse replaced ippc and power supply. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the device was unable to produce x-rays. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.